Event description:
It was reported that during a laparoscopic colectomy, the blade was broken off after it was cleaned with normal saline in the middle of the operation. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.